Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. The fsr could not duplicate the reported problem. The roller pump was running and turning freely. The fsr then verified that the roller pump was found to have loose parts inside. The fsr removed the roller pump from the original system 1 base and placed in storage room for testing. As the pump was placed onto spare system 1 base, loose parts were heard inside the pump when it was moved. There is no visible damage to the outside of the pump and roller pump operation was tested satisfactory. A loaner roller pump was sent to the customer, and the unit was returned for further evaluation. This complaint is related to (B)(4)/ medwatch #1828100-2016-00806.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller does not spin. The customer tried to switch on the pump using the pump switch, and ccm but it would not turn on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The complaint was not confirmed. The product surveillance technician (pst) configured the pump to known perfusion techniques and tested for 72 hours. The pst observed gut rotation throughout testing. Testing included cold chamber testing, agitation testing and extended time testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
As a result of the reported problem, an alternate device was employed.